Manufacturer narrative:
Evaluaton results: the reported condition of no occlusion alarm was not dupilcated or confirmed. Visual inspection revealed a cracked front case and low backup battery voltage.

Event description:
The facility reported an occlusion with no alarm. There have been no incident reports filed since the last baxter service event. No additional information.